Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the chair will pull to one side while driving down the hall. Caller states the unit will speed up during the issue and slow down before pulling to one side.